Event description:
It was reported the patient underwent pipeline (5mm x 16mm) embolization treatment on an unspecified date. During the procedure, the pipeline could not be opened and was removed from the patient. The patient's anatomy was medium in tortuosity. No further information was available.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).